Event description:
Device issue: device breakage. Time of device issue: during vessel closure. Adverse event: surgical intervention. It was reported that a physician, unspecified if trained in the use of the perclose proglide device, attempted arteriotomy closure using a "pre-close" technique of a heavily scarred femoral artery after an interventional procedure. Reportedly, during device insertion, "quite a bit of resistance from the scar tissue" was felt and the device was continued to be advanced until heavy resistance was felt, "which led to the device snapping." A cut down was performed and the procedure was completed without incident. There was no reported adverse patient sequelae. Additional information was not provided.

Manufacturer narrative:
(B)(4)(against resistance; indication for use) - (B)(4). The customer reported the device was discarded. The lot number was not provided, therefore, a review of the device history record could not be performed.